Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test and verify compromised force sensor system alarm due to motor error alarm. The pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and motor error from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.